Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The operator reported skin irritation after a procedure. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The detailed investigation showed that the problem was not based on a malfunction of the system. Evaluation of the log files and the on-site inspection of the system confirmed this. In addition, an on-site investigation was also initiated by the operator, which came to the same conclusion. The system was in good condition at the time of the event and, according to the customer, it was not the cause of the incident. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator may recognize total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. No parts were exchanged by the local service organization. The system has been tested on site and works as specified. Any system error or general error that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.